Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a 2.4mm jetstream xc atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. Visual inspection revealed no shaft damage and blood in the device (indicative of use). Functional analysis was done by completing the setup procedure per the indication for use (IFU). The rotation of the device functioned as designed. Aspiration testing of the device was completed, and the test results revealed that this device did not perform as designed per the test procedure specification sheet. Inspection of the remainder of the device revealed no damage or irregularities. Analysis was able to confirm the aspiration issues reported from the field.

Event description:
It was reported that the jetstream catheter lost suction. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, while milling/drilling through the existing lesion, the catheter lost suction. The catheter was flushed to try to troubleshoot the issue, however, the catheter suction still did not work. There was no error message associated or visual anomalies. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.

Event description:
It was reported that the jetstream catheter lost suction. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, while milling/drilling through the existing lesion, the catheter lost suction. The catheter was flushed to try to troubleshoot the issue, however, the catheter suction still did not work. There was no error message associated or visual anomalies. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.